Event description:
On (B)(6) 2011, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprosthesis (tgt3115/8111234, tgt3415/8096651). The procedure was concluded with no endoleaks identified. On (B)(6) 2011, the patient was discharged of the hospital. Aneurysm diameter was 62 mm. No endoleaks were reported. On (B)(6) 2011, at a follow-up study, the aneurysm diameter measured 47 mm. A type ii endoleak was found. The physician decided to monitor the patient. On (B)(6) 2012, at a follow-up study, the aneurysm diameter measured 49 mm. The type ii endoleak remained. The physician decided to continue to monitor the patient. On (B)(6) 2013, at a follow-up study, the aneurysm diameter measured 61 mm. The type ii endoleak remained. The physician decided to continue to monitor the patient. On (B)(6) 2014, at a follow-up study, the aneurysm diameter measured 59 mm. The type ii endoleak remained. The physician decided to continue to monitor the patient.

Manufacturer narrative:
Additional manufacturer narrative - (B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.